Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) device gave an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. In the controls made on the device, it was determined that it gave an automatic filling error.'' Auto fill failure 37'' drive manifold assembly of the device. It has been determined that the part is defective. The defective part is replaced with a new drive manifold assembly. Device tests and controls are added to the checklist. The device was delivered to the user in working condition after the test trainer and catheter were connected and checked.